Event description:
It has been reported to the company that one of the yellow safety adapters gets loose very easily. It seems that one of the black holes is too big and therefore the adapter becomes loose. There was no patient involvement and the sample has been returned for our evaluation.